Manufacturer narrative:
Additional information: a partial lead with the distal portion measuring 58.3 cm was returned for analysis. External insulation abrasion breaching the outer coil was noted at 46.9-47.3 cm from the distal tip consistent with lead friction to device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of failure to capture and high capture thresholds.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold, and loss of capture was noted on the right ventricular lead. The lead was explanted and replaced successfully. The patient was stable before, during and after the procedure.